Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood on the hub and in the guide wire lumen, and dried contrast on the shaft and in the inflation lumen. This is consistent with preparation, a guide wire being loaded into the lumen, and handling. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There was a kink noted in the hypotube, thus confirming the complaint. Factors that may contribute to kink damage prior to use include, but are not limited to, manufacturing, handling during removal from packaging, preparation of the catheter, and amount of support provided when loading the catheter onto the guide wire. It is possible that the sds was inadvertently mishandled as it was being removed from the packaging or during product preparation; however, this cannot be confirmed. It was also noted that the hypotube had separated 12.3 cm distal to the strain relief tubing. The hypotube jacket was stretched and separated at the same location. The fracture faces of the separation were ovaled as if kinked prior to separating. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported kink. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. A definitive cause of the kink cannot be determined. The hypotube separation appears to be related to handling. To help ensure that kinks are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil.

Event description:
It was reported that the physician observed a kink of the shaft of the catheter prior to use in the patient. No patient involvement. No additional information was provided. Device analysis revealed a hypotube separation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.